Event description:
A report was received of fluid leaking from a liberty cycler's cassette door and that fluid was noted under the cycler's cassette door. The contact has stated that the leaking cassette is available for analysis and return of the cassette has been requested. There was no report of pt ill effect.